Event description:
It was reported that this implantable cardioverter defibrillator (ICD) patient passed away on (B)(6) 2025 while in a parking lot. The patient received therapy on the day of death. In the first episode, a total of 4 shocks were delivered, with the fourth shock appearing to convert the ventricles. Technical services review of the second episode indicated that the first shocks looked appropriate for what appeared to be a dual tachycardia. The patient entered rapid ventricular response which then accelerated back into dual tachycardia. Attempt 5 (41 joule shock) accelerated the patient from ventricular tachycardia (vt) into ventricular fibrillation (vf). A subsequent shock then converted the rhythm. The patient's arrhythmia then returned, with additional shocks delivered. The second-to-last shock again accelerated the patient from vt to vf and the final shock did not convert the patient. ICD therapy was then exhausted.